Event description:
One year after getting saline breast implants I began having all kinds of health problems. I started putting on weight, becoming abnormally fatigued, chronic headaches, hair loss, skin issues, problems with my eyes (blurry vision, red bloodshot eyes), teeth problems and stomach issues. I could no longer workout like I had. I felt like I had a serious drain on my energy. Prior to implants I was perfectly healthy no health problems. In (B)(6) of 2007 two and a half years after implants I was dx was hashimoto, then 2009 I had a highly unusual gallbladder attack (thought I was having a heart attack) that required emergency surgery to remove. I implanted in (B)(6) of 2004 and after being more and more unhealthy everyday I decided before they killed me to explant on (B)(6) 2017. Even though I am (B)(6) years older I feel better now than I have in years. I have been fluctuating significantly the last 6 months with thyroid levels and have discontinued the thyroid medicine and just feel better all the time, no more headaches, toothaches with no apparent cause, clear eyes no more blurry vision. My energy has returned and I generally feel much better overall. I have no doubt the breast implants were slowly poisoning me and I was having immune response issues. Oh yes least I forget I also had serious fibromyalgia that has vanished over the last several months. Please take these things off the market, health is far more important than vanity. They robbed me of 14 years. Is the product compounded: no. Is the product over-the-counter: no.